Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event occurred on an unknown date involving a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where the customer was having issues with the primary tubing at the top of the cassette where there is a blue connection where they put the secondary tubing. On there, there is a little clear piece that pushes down inside the connector when we attach the secondary tubing, then goes back to original position when we take the secondary tubing off. For the malfunctioning tubing, the clear piece was going down when we apply tubing but won¿t go back to original position when we take the tubing off. It gets stuck down but also won¿t allow any medication to flow through either the primary or secondary tubing. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The device history report (DHR) for lot 13827909 was reviewed and no non conformities were found that would have led to the reported complaint.